Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 proximal to the thrombus and into position, the physician felt resistance. Subsequently, there was no aspiration through the cat6. Therefore, the physician removed the cat6 and noticed that the tip was compressed and had an accordion-like shape. No other aspiration methods were attempted as there seemed to be a stenosis in the sfa. Therefore, the patient was placed on thrombolytics overnight and the procedure ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.